Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure when the surgeon attempted to use the clip applier the clips would not load properly into the jaw and upon using the firing handle again the clips came out but were crossing over. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, it formed 1 conforming clip, the remaining 11 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.